Event description:
Product was applied on the face of a child of unknown age/unknown gender after child rec'd a dog bite in 06. The child was seen on the third day, and it was reported pus was noted under the adhesive. The wound was cleaned possibly with betadine, unable to clarify. No initial reaction was noted. 0n the same day, the child was presented with a swollen, red, hard, area around wound with a red line on the face. The adhesive was removed, the area was incised and pus drained. The wound was cleansed with an unknown solution and a small dressing applied. Roceptin was prescribed for 10 days. It was reported the child had no known allergies and no known pre-existing medical conditions. Customer reports wound is now improved but further details, such as lot number are not available. The pt's current condition is unknown.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a post operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application. Under precautions in the IFU it states that the safety and effectiveness of the product on wounds caused by human and animal bites has not been studied.